Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision procedure was completed. The low-voltage, pace/sense portion of the right ventricular (rv) lead was capped and replaced with a new low-voltage, pace/sense lead, while the high-voltage, defibrillation coils of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Also noted was t-wave oversensing (twos) and a lead fracture is suspected. Reprogramming was completed and a the lead currently remains in use. No patient complications have been reported as a result of this event.